Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('14 day periods that were heavy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), migraine ("migraines"), arthralgia ("joint pain") and fatigue ("14 day periods that were heavy"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the menorrhagia, migraine, arthralgia and fatigue had resolved. The reporter considered arthralgia, fatigue, menorrhagia and migraine to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: arthralgia, fatigue, menorrhagia and migraine. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('14 day periods that were heavy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), migraine ("migraines"), arthralgia ("joint pain") and fatigue ("fatigue"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the menorrhagia, migraine, arthralgia and fatigue had resolved. The reporter considered arthralgia, fatigue, menorrhagia and migraine to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: arthralgia, fatigue, menorrhagia and migraine. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: information received via social media: reporter information added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('14 day periods that were heavy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), migraine ("migraines"), arthralgia ("joint pain") and fatigue ("fatigue"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the menorrhagia, migraine, arthralgia and fatigue had resolved. The reporter considered arthralgia, fatigue, menorrhagia and migraine to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: arthralgia, fatigue, menorrhagia and migraine. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.